Manufacturer narrative:
Evaluation summary: this typically happens when the articular surface is not appropriately lined up with the mating component when it was attempted for insertion. It is possible that the root cause may be related to surgical technique and improper alignment of the components during attempted insertion; however, this cannot be definitively determined with the information provided. Evaluation: the device history records were reviewed, and indicate the device was manufactured, inspected, and packaged to specifications. No other reports of any nature have been received for this part and lot number combination.

Event description:
It is reported that the surgeon could not get the articular surface to seat correctly in the tibia tray.